Event description:
It was reported the device will intermittently power up but normally need to press the "on" button multiple times. Sometimes all lights would come on, then slowly dim away. It was also reported there were power failure issues. It was noted there was possible corrosion on plates were battery terminals contact. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the main keypad is out of specification (on button intermittent). Analysis also found all three control knobs are cracked, ring cover is broken, and battery contacts are contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.